Event description:
It was reported that, the pt underwent an uncomplicated anterior pelvic floor repair in 2006. A perforation of the bladder by the superficial cannula on the right side was recognized immediately. The perforation was above and lateral to the ureteral os. The physician replaced the cannula after further blunt dissection. At the end of the case, the ureter was patent. The pt did well and was without symptoms. The physician did a renal ultrasound on post operative day two, and a right hydronephrosis was noted. An indwelling stent was placed the following morning on the right side. There was some edema around the ureter, but no obvious obstruction by the mesh. The plan is to remove the stent in a few weeks. There was no increase noted in serum creatinine the day after surgery. Fourty one days later, the stent was removed and the ureteral obstruction had been resolved. The physician feels that postoperative swelling around the bladder and ureter was the cause of the transient obstruction.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.